Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Complainant part is expected to be returned for /investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number, the device history record review could not be requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) of distal tibia procedure, the surgeon was drilling through a screw hole of an unknown plate when the 2.5 mm drill bit used hit one of the previously placed screws, thus leading to the drill bit breaking off in the bone. The surgeon decided that the drill bit will not cause any harm and hence left it inside the bone. There is no further information. This complaint involves one (1) device. Concomitant devices reported: unknown screw (part# unknown, lot# unknown quantity# 1); unknown plate (part# unknown, lot# unknown, quantity# 1). (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis corrected data: initially reported incorrectly with a date of (B)(6) 2018. Correct date should be (B)(6) 2018. Event description correction: it was reported that on (B)(6) 2018, a drill bit broke and was retained inside a patient during an initial open reduction internal fixation (orif) of distal tibia procedure. While the surgeon was drilling through a screw hole of one (1) 3.5 mm locking compression plate (lcp) plate, 12 holes, 163 mm, one (1) 2.5 mm drill bit hit one (1) previously placed screw and broke into the bone. The surgeon decided to leave the broken bit inside the bone as it would not have caused any harm to the patient. The procedure was completed successfully with the patient reported to have had a good outcome to the procedure. There was no surgical delay or complications reported. Complainant device is not expected to be returned for manufacturer review/investigation. Concomitant devices reported: 3.5 mm lcp plate (part# 223.621, lot# unknown, quantity# 1); 3.5 mm locking screw (part# 212.110, lot# unknown, quantity# 1); 3.5 mm cortex screws (part# 204.830, lot# unknown, quantity# 2); 3.5 mm cortex screws (part# 204.832, lot# unknown, quantity# 5); 3.5 mm cortex screws (part# 204.834, lot# unknown, quantity# 2); 3.5 mm cortex screws (part# 204.836, lot# unknown, quantity# 1); 3.5 mm cortex screws (part# 204.838, lot# unknown, quantity# 1); unknown drill (part# unknown, lot# unknown, quantity# unknown). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.